Event description:
Customer called and stated the cord sparked.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. It appears as though the customer had the cord bent at the switch for long periods of time. Causing strain on the cord.